Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that a power on reset (por) was cleared at the beginning of the session. The rep reported that the patient was having issues recharging and the patient stated ¿that guy she talked to for it fixed until I hung up the phone.¿ the rep confirmed that the patient contacted patient services and they did troubleshooting with her that resolved her problem. The rep reported that as soon as the patient got off the phone, the problems started again. The rep noted that battery charging was dated 6/18 and 2000 prior to that. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they had no telemetry with recharging. They stated that they were seeing a poor communication message on their programmer with and without the antenna. The patient then attempted to connect with their recharger and saw the reposition antenna screen. They mentioned that they last successfully charged their implantable neurostimulator (ins) the wednesday prior to the report. The patient was unable to communicate with the ins using the external devices. Troubleshooting was done at the time of the report. Antenna locate steps were reviewed, which resolved the issue. The patient then saw a power on reset (por) message on the recharger. They saw a flashing first quartile as well. The patient then confirmed they had 8 coupling boxes and was able to begin a recharge session. The patient indicated that the por was not related to an overdischarge. No further complications or patient symptoms were reported or anticipated.